Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after multiple battery changes. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump alarmed low battery after new batteries were installed. During troubleshooting customer installed a new battery and the display did not return. Customer indicated that the battery contacts and compartment were fine and not corroded. Customer was advised to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, and the display returned. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display, no low battery alert and no battery tube anomaly or battery tube spring contact anomaly noted during test. No moisture damage on the lcd board, mother board, interface board, radiofrequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.